Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that patient has experienced injuries to her hip joints, including erosion of the acetabulum, femur and surrounding structures, resulting in severe pain and a limp; metallosis; fluid buildup in her bilateral hips, requiring aspirations; and pain. Doi: (B)(6) 2006 - dor: none reported (right hip). Patient is a resident of (B)(6). Update - the complaint has been reopened because a report received from sales rep indicates that patient was revised (B)(6) 2012 due to metal-on-metal disease, black discolored tissue, and osteolysis. It was also noted that this is a clinical patient. Update - (B)(6) 2013 - patient's medical records were received. Records indicate upon revision osteolysis around the sleeve and corrosion. The stem and sleeve were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A previous review of the device history records for the 1976021 lot code did not reveal any related manufacturing deviations or anomalies. A reivew of the device history records for the 2128155 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem, metal wear, metallosis, and elevated metal ions.